Event description:
It was reported that this pacemaker was oversensing noise on the right atrial (ra) channel causing inappropriate mode switching. Boston scientific technical services provided troubleshooting options for the field. The pacemaker remains in service and no adverse patient effects were reported.